Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a stabilization surgery 2 devices (ar- 1923ps) with same lot number: (14604052) were used. When putting labral tape through the eyelet, it was bending the metal tip and the eyelets snapped off. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new devices with the same part number but different lot numbers. It was not necessary to switch the surgical technique.

Manufacturer narrative:
The complaint is not confirmed. (18) packaged ar-1923ps devices were returned for evaluation. The (2) complaint-involved devices were not returned. Visual inspection noted no issues with the returned devices. All packaging material was sealed, and contained all components assembled correctly. (3) devices were opened for functional testing, and all worked as intended: the eyelets and anchors were securely attached and could not be snapped off without the use of excessive force. A potential cause for the alleged failure could be attributed to inadequate technique when inserting the implant resulting in excessive forces detaching the eyelet from the inserter. However, without receipt of the devices involved in the complaint allegation, the failure cannot be verified, and no cause can be determined. No problems were found with the returned devices.